Manufacturer narrative:
Updated block: d10, h3 and h6 during laboratory analysis, the product surveillance technician (pst) observed the direct current (dc) output voltage of power supply to be reading 0.00 voltage direct current (vdc). The voltage reading should be between 23.3 vdc to 25.7 vdc. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
Per the user facility's biomedical technician, he has a spare power supply that he will use to replace the suspect part.

Event description:
It was reported that during the use of the device for a cardiopulmonary bypass (cpb) procedure, a 'battery cannot be charged, full backup may not be available' message was displayed, determining that the power supply for the heart lung machine (hlm) had failed. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on (B)(6) 2020 the team powered the unit on alternating current (ac) and set up the hlm without issue for a cpb procedure. During the procedure a message appeared on the central control monitor (ccm) that the battery cannot be charged and that full backup battery may not be available. The team did not lose ac power during the procedure. The procedure continued without issue. There was no delay in the continuation of the surgical procedure. There was no harm or blood loss due to this issue.